Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he had been hospitalized for high blood glucose levels. The customer's blood glucose level was 535 mg/dl. The significant event leading up to the hospitalization was that the customer woke up and could not stop vomiting. The caller also noted that before he was hospitalized he must have accidentally pulled on the tubing because the tubing was disconnected from the quick release. No further information was reported.